Event description:
While using the electric bovie tip, physician was heard saying ouch. Physician was stuck by the tip of the bovie. Upon reviewing the bovie, it was identified that the tip had broken off and stuck the physician. Megadyne medical products, inc. (B)(6), us.